Manufacturer narrative:
Initial.

Event description:
It was reported that the user disconnected from the ilet before sleeping due to fear of low glucose, after which blood glucose rose above 400 mg/dl, and the device reportedly did not provide alerts following reconnection; troubleshooting and education were provided, including confirmation that the ilet suspends dosing when glucose is low. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user or caregiver. Investigation of this case revealed no device problem, with a usage problem identified and characterized as an improper or incorrect procedure or method; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.